Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that the generator would not capture. Analysis did find the upper and lower case halves, battery release and both bail covers as well as the ring cover were broken, that the battery flex, heart lead flex, heart block and heart wire contacts were contaminated, the lead flex cover was corroded, the main seal, the encoder flex and the heart lead flex were damaged, one case screw was missing and the battery contacts were compressed.

Event description:
It was reported by staff, to the biomedical engineer, that the external pulse generator (epg) would not capture. The epg was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by staff, to the biomedical engineer, that the external pulse generator (epg) would not capture. The epg was returned for repair. No patient complications were reported as a result of this event.